Event description:
It was reported that during the installation of a mx40 patient wearable monitor, the unit displayed a audio malfunction alarm. No sound was coming from the device. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. The reported problem was not confirmed. An exchange device was already provided to the customer to resolve the issue.

Manufacturer narrative:
No diagnostic/functional testing was performed as the device has not been returned for evaluation/repair. Therefore, the complaint allegation cannot be confirmed. An exchange device was provided to the customer. If additional information is received the complaint file will be reopened.